Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the ¿part of the tubing that is insert[ed] in the equipment¿. This malfunction was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however a photograph was provided. Photographic inspection revealed what appeared to be a small hole in the tubing. The cause could not be determined based on the photo provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.